Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause of the clinical observation could not be determined from the limited information available.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed the moderate regurgitation present at implant may have increased. The patient was symptomatic, therefore a valve-in-valve procedure was scheduled. During the implant of the second valve, there were concerns regarding the height of the left coronary artery, so the physician chose to pre-wire the left coronary artery. The patient¿s pressures dropped when the annulus was crossed with the guidewire and the introducer sheath was inserted for the valve implant. No effusion was noted, and the patient was placed on bypass. An occlusion subsequently was noted in the mid left coronary artery and a stent was placed. According to the physician, an angiogram performed 11 months prior showed no occlusion; the physician speculated that placing the wire in the left coronary artery may have disturbed a partial occlusion, causing the drop in pressure. Following the stent placement, a second valve was successfully implanted valve-in-valve, resulting in a mild-moderate paravalvular leak. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).